Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
(B)(4) reported that the screw went through the plate during surgery so another plate and screw was used to complete the surgery. No complications or delay.

Manufacturer narrative:
Correction: the reported incident that unknown anchorage screw was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The distributor (B)(4) manager reported that the screw went through the plate during surgery so another plate and screw was used to complete the surgery. No complications or delay.